Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes have been returned for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. It is unknown if the patient followed post-operative tha precautions. With the information provided, a root cause cannot be determined. Neither the device nor photos of the device have been returned for review. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain.